Manufacturer narrative:
Additional information: based on the fact that the product was not sent in for inspection and the customer's description of the error, our own experience and the investigation of other complaints with similar error patterns, the most likely cause here is a loose contact at the plug or a cable break that has led to the failure. It is therefore most likely an operating/ reprocessing error the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer march 19,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the previous cmac blade was too dull also mhra reported so this was a replacement blade. Checked before patient in the room and functioning as would have expected. I induced anaesthesia and went to intubate the patient. As I entered the orophyarynx the screen started to flicker on and off and as I got to the position I would have expected to see the larynx the screen image cut out. As I removed the blade from the patients mouth the image on the screen kept coming and going. Once removed the image did not disappear from the screen again. I had to continue bag mask ventilation of the patient and I asked for another device but it was unavailable so I used an alternative videolaryngoscope. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection on march 19,2025, and the investigation was completed on july 4, 2025. During the manufacturer's technical inspection, the following defects were detected: the blade is visually worn and there is a leak between plug and cover. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage, which has caused the c-mac blade to leak between the plug and the cover. The leak allowed fluid to enter the blade, temporarily impairing the electronics and causing image disturbances. Once the moisture had evaporated, the image disturbances no longer occurred. If new or additional relevant information or the product will be received, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).